Event description:
The customer reported that the prismaflex delivered an excessive amount of anticoagulant during a short time period. The machine was programmed to deliver 3ml/h, but delivered 15ml in 30 minutes. The customer also reported that the replacement bag was sucked dry before the alarm was triggered and that air entered the disposable set. The staff were unable to clear the air in the circuit and were unable to return the blood in the circuit to the pt. The blood loss was estimated to 190ml. There were no other clinical consequences for the pt apart from the reported blood loss.